Event description:
Suture needle broke in half while suturing wound 2-0 monocryl sh taper suture used to close left nipple surgical wound. X-ray taken and results read by radiologist. Radiology resident called to room and visulized piece of needle in surgical wound. The needle was retrieved from the surgical site under x-ray by md.device #1is this a laboratory device or laboratory test?no.